Event description:
The facility reported a pump with an intermittent "stop" button. This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. This pump contains the colleague 2006 user interface module master software (5.09.90). No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation, or if any additional details become available.